Event description:
Additional review determined that the shocking involving fluid in the pocket was a separate event, and was reported under MFR. Rep. # 6000032-2013-00074. Follow-up regarding the subsequent shocking in late 2005 and the device flip will be reported under this MFR. Rep, # 6000032-2013-00069. Additional information received reported that in (B)(6) 2005 the patient was sitting at work and all of a sudden starting getting shocked and jolted, her teeth were chattering and she couldn't get her stimulation to turn off. The stimulation finally turned off after multiple attempts and the patient called her hcp and was instructed not to turn it back on and to get an x-ray. The patient got an x-ray and was told that something had malfunctioned and something wasn't right with lead. The patient stated that the ipg was flipped and the lead was too close to the skin and could be felt. It was noted that at the time the patient was without stimulation and was in pain even though her hcp had prescribed medications.

Event description:
It was initially reported that the patient felt a shocking sensation from their implantable neurostimulator (ins) over their entire body. Specifically, every time they decrease the stimulation with the programmer, it caused a "surge of electricity" throughout their body. Impedances measured were in the range of 391 to 535 ohm with the exception of electrode combination of #0 and 3 which were noted at <(> <<)> 50 ohms (short). No falls were reported. The cause of the short was unknown. Follow up information received from the healthcare professional reported that they had no knowledge of the event. Additional information received reported that the shocking the patient experienced was due to fluid in the pocket. The patient stated that they had if "fixed" but noted that they subsequently "felt nodules." Two nurses confirmed that the ins had flipped backwards. It was also reported that in 2005 or 2006, the "unit" malfunctioned. Specifically, it would turn on high and shock the patient. The patient was told that they needed the device replaced and suggested that they turn it off. The device was reported to have been replaced in 2006. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a, lot # j0333642v, implanted: (B)(6) 2003, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4)

Manufacturer narrative:
(B)(4).